Event description:
Dr alleges that one of the limbs has detached from the filter. This was an incidental finding when an x-ray was taken for another reason. Later in the day, there was an unsuccessful attempt to remove the filter. At that time, a second arm was noted to be detached.